Event description:
Reporter indicated that a vns patient developed vocal cord paralysis which was "probably" related to implantation of the vns device. It was reported that the event was continuous and moderate. It was reported that no intervention was required.